Event description:
Reported received of an under-delivery. The customer contact indicated that the event was the result of an error in programming the device. The pump was programmed in the piggyback mode. Line b was programmed to deliver 5.7 million iu of aldesleukin in 250ml at a rate of 21.5ml/hr with a volume to be infused (vtbi) of 12.3ml for a duration of thirty-four minutes. No callback was programmed to alert the nurse that the infusion was complete. Cusotmer contact stated that the infusion ran as expected to deliver the 12.3ml and stopped as programmed. Twelve hours later, the nurse noted that the solution container on line b was "still full" and line a continued to infuse as programmed. At this time, the nurse noted the error in programming the device. There was no reported adverse pt effect and no medical interventions were required. Though requested, no further info was available.